Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported suction events were not confirmed through log file analysis as log files covering the event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of suction events may be attributed to multiple factors including but not limited to thrombus or other materials in the device, inflow cannula obstruction, or poor vad filling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the left ventricular assist device (lvad) the patient was discharged to a rehabilitation center. Two days later the patient was readmitted due to sternal wound dehiscence. It was noted that the rehab center had attempted to remove sutures from the sternal incision site and the wound opened. The patient underwent sternal wound-left chest reconstruction and was placed on intravenous (IV) antibiotics. It was also noted that the lvad seemed to be displaced toward the septum which may account for multiple intermittent suction events the patient had experienced since implant. A sternal wound vacuum-assisted closure (vac) was placed. The vad remains in use. No further patient complications have been reported as a result of this event.